Event description:
During a follow-up in clinic, episodes of noise and high capture threshold were observed on the right ventricular (rv) lead. Fluoroscopy imaging was performed and confirmed externalized conductors of the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.